Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller tested >8.0 inr and >8.0 inr on the coaguchek xs system while a comparison lab returned as 6.2 inr. Coumadin had been held for 5 days. Caller reports bleeding more with this result. No adverse event reported. Requested return of suspect system however test strips are no longer available; replacement was sent.